Event description:
Swelling/knee swelled [knee swelling] . Drained [knee effusion]. Knee very painful/reaction [knee pain] . Case narrative: this case was cross referenced with case (B)(6) (multiple devices for same patient). Initial information received from united states on 27-mar-2019 regarding an unsolicited valid serious case received from patient. This case involves adult patient who was treated with hylan g-f 20, sodium hyaluronate (synvisc one) and experienced swelling/knee swelled, knee very painful/reaction and was drained (latency: unknown). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Patient had hylan g-f 20, sodium hyaluronate treatment before and experienced the same reaction once and received steroids. On an unknown date, the patient had fifth intra-articular injection hylan g-f 20, sodium hyaluronate, at an unknown dose, once (with an unknown batch number) for unknown indication in both knees. On an unknown date, after unknown latency, patient had swelling and knee was very painful. Patient was drained and had steroid for swelling. Corrective treatment: steroid, drained for swelling/knee swelled and drained; not reported for knee very painful/reaction outcome: unknown for all. Seriousness criteria: intervention required for swelling/knee swelled and drained. A product technical complaint was initiated on 05-apr-2019 for synvisc-one. Batch number: unknown. Global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA is required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information received on 05-apr-2019. Investigation summary received and ptc results added. Text amended accordingly.